Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to the initial MDR submitted and additional information. Updated fields: d9; h2 and h11 corrected field: b3 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had contamination during colonoscopy. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to inform correction regarding g3. Updated fields: h2. Corrected field: g3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction to previous submission g6 follow up number 1, which was not late because the date received by the manufacturer (g3) should have reflected 6/2/2026 and not 10/29/2025.

Event description:
No additional information received from the customer.